Manufacturer narrative:
(B)(4). Batch # p93638, p93546, p92f0t . Per photographic evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the retractor was noted to be torn and separated from the ring, no loss of material can be observed. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.  The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Device breakage. Opened the packing, found the device was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93638. Device analysis: the analysis results of the flr01 found that it was received with the retractor torn. In addition, the tyvek was returned along with the instrument. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.